Manufacturer narrative:
D2b: pro code (product code) itx, obj.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the distal right coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After successful stent placement in the distal right coronary artery and posterior descending artery, the physician opted to perform ivus. Upon completion of the run, the physician noticed resistance while attempting to remove the device. A non-boston scientific wire was completely mangled but was not bonded to the ivus catheter. The physician had to remove the entire system. The distal tip of the ivus catheter was severed but successfully recovered outside the body. All components were accounted for, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the tip was detached/torn. Media returned by the customer was also inspected and confirmed the detached tip. D2b: pro code (product code) itx, obj.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the distal right coronary artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After successful stent placement in the distal right coronary artery and posterior descending artery, the physician opted to perform ivus. Upon completion of the run, the physician noticed resistance while attempting to remove the device. A non-boston scientific wire was completely mangled but was not bonded to the ivus catheter. The physician had to remove the entire system. The distal tip of the ivus catheter was severed but successfully recovered outside the body. All components were accounted for, and the procedure was completed successfully. No patient complications were reported.